Manufacturer narrative:
The company rep tested the unit and could not duplicate the problem. Observed the fault log for the electrical test code #53 and fault code #65. Isolated the failure to defective k6a solenoid valve. The company rep replaced the k6a vent valve (part # 0119-00-0170) and the clamp cable (part # 0343-05-0002). The iabp was tested to factory spec. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that prior to use on a pt, the iabp generated an "electrical test failure code" two times. The pt was switched to another iabp and therapy was continued. No pt injury was reported.